Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient¿s parent stated after the sensor warm up session, the sensor failed. The sensor was inserted into the arm on (B)(6) 2018. It was indicated that the patient missed an alert for high glucose values because they could not view readings on the cgm, which resulted in the patient going to the hospital. The patient suffered from high ketone levels and was treated with humalog. At the time of contact, the patient was still in the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is provided. The sensor was inserted in the arm. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.